Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. The customer reverted to an alternate method of insulin therapy.